Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Caller tested 2.7 inr on the coaguchek xs system while a comparison lab returned as 2.0 inr. No adverse event reported. Requested return of suspect system however caller no longer has the test strips.